Event description:
The customer, (B)(6), contacted the device manufacturer on 16jan2026 to report during packaging of the swabable vial adapter (sva) with the customer's drug product, foreign particles were detected within the primary packaging of the devices and also within the sealing area of the primary packaging. This deficiency was found prior to use. The device had not yet entered into the distribution stage to the end user (i.e. Being put into service), and therefore there was no health impact to the end user. Samples have been requested from the customer and will form part of the investigation once received.

Manufacturer narrative:
The complaint is currently under investigation and will take into account lot k718. Upon completion of the investigation, a follow-up report will be submitted.